Event description:
The manufacturer received information alleging a ventilator failed to power on. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed to power on. The device was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's power supply was replaced to address the issue.